Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer reported obtaining a higher sensor scan than which he felt and subsequently experienced a loss of consciousness. Customer had contact with a healthcare provider who obtained a glucose reading of 60 mg/dl on their device in comparison to a sensor scan of 220 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. Customer was administered glucagon injection and no further treatment was reported. There was no report of death or permanent injury associated with this event.